Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to corrosion, medical debris contamination and normal wear of components. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during metacarpal phalangeal joint surgery, it was observed that the attachment device was overheating. According to the report, the user had to ¿hit the attachment to get it to start.¿ it was reported that when the device started, it did not run smooth. However, after the device started to overheat, the device would run smoothly. There were no delays to the surgical procedure as a spare identical device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.